Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was noted on stored episode that had occurred approximately four months earlier. The rv lead remains in use. No patient complications have been reported as a result of this event.